Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that customer experienced excessive air bubble in reservoir with every reservoir used with old insulin pump and new insulin pump. Customer was not sure what was causing air bubbles. Customer's blood glucose was 18 mmol/l. Customer was able to resolve issue. Customer was advised that tubing clamp would be sent in order to complete high pressure test.